Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete. This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was reported that the pt experienced intermittent symptoms of increased spasticity for "several weeks - months." The pump contained compounded baclofen 3000 mcg/ml 1386.1 mcg/day in flex dosing. A rotor study was not performed. The pump was explanted and replaced due to therapy issues, after an implant duration of 36 months. It was unk if the intermittent spasticity control was due to the pump function or other "sources." There was no pt injury and the pt recovered without sequela. It was also reported that the hcp had indicated that "the pump was corroded."